Event description:
A hospital reported that following intraocular lens (iol) implant surgery a blue thread was observed in the pt's eye. This event occurred twice in two different pts after insertion of the iol. This is the first of two reports being filed for this facility. This report for the first pt.

Manufacturer narrative:
This is the 1st complaint for this contract and this complaint reason in a period of 3 years. The device history record (DHR) review did not show any abnormalities. Also no remarks related to this issue were made during the mfg process of this lot. There is no complaint sample available for further investigation. The custompak label informs that due to the nature of the materials, fibers may be present and that necessary precautions should be taken during surgery to minimize the risk of fibers entering or remaining in the eye. The cartridge mentioned in the complaint description is no part of the content of the custom pak and is delivered as standalone. The root cause could not be determined. (B)(4).